Manufacturer narrative:
Date of event - estimated as the event date is unknown.

Event description:
Reported via journal article. It was reported that a patient had a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred. One year post procedure the patient had a pericardial effusion with cardiac tamponade and shock, believe to be caused from the implanted closure device.

Manufacturer narrative:
B2: date of death - estimated as death date is unknown.h6: impact code - updated

Event description:
Reported via journal article. It was reported that a patient had a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred. One year post procedure the patient had a pericardial effusion with cardiac tamponade and shock, believe to be caused from the implanted closure device. It was further reported that the patient presented to the hospital 1 year post procedure with fatigue and dyspnea. They were found to be hypotensive and in shock, requiring multiple vasopressors. A chest computed tomography (CT) scan showed a large pericardial effusion with cardiac tamponade with evidence of bleeding at the location of the closure device. An echocardiogram corroborated the CT findings. The patient underwent emergent pericardiocentesis with removal of 500 cc of sanguineous fluid. This resulted in improvement of hemodynamics; however, the patient had already developed profound multiorgan failure with elevated levels of lactic acid, aspartate transferase, and alanine transaminase. The shock and hemopericardium were suspected to be due to the closure device. The family opted for palliative care, and the patient soon expired.